Event description:
It was reported that multiple new infusion sets packaged in a plastic container failed during setup and use, including inserters not locking and insulin pooling on the skin, as well as a bent cannula after one to two days of wear that led to hyperglycemia above 300 mg/dl; this was documented under an infusion set deployment/connection issue and involved the cannula component. Symptoms included no clinical signs or conditions beyond elevated blood glucose. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a usage problem was identified, with no device problem found, in the context of an improper or incorrect procedure or method affecting the cannula and resulting in the reported deployment failures and bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.